Manufacturer narrative:
E1:patient city: popayan. Patient country: colombia. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on 23 apr 2026, where product was not adhering since tape was not sticking.